Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the advisory code was displayed during surgery. The procedure type was unknown. The other surgery details were unknown. There was no information about any impact on patient.